Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during the load process. When the customer loaded a new cartridge with 300 units, a minimum fill message occurred. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.